Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a pump stoppage. The pt was connected to the power module at the time of the event. The vad coord switched the pt to batteries. The vad coord could not replicate the problem. The pt was noted to have high powers and pi events around the time of the event. The pt also had some power spikes. No signs or symptoms of hemolysis. The pt was changed to his back up system controller and given a new back up system controller. The pt did se and hear an alarm, but did not appear to be injured in any way. The log file confirmed multiple pump stoppages. The physician reported that the x-rays of the driveline were unremarkable.

Manufacturer narrative:
The reported event of a pump stoppage can be confirmed based on the analysis of the submitted log file from the time of the event; however, a specific cause for the events in the submitted log file could not be determined without a full evaluation of the lvad which remained in use. Although, based on the manufacturer¿s complaint history and similar reported events, the events captured in the submitted log file are consistent with a potential short to shield issue in the patient's driveline. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that system controller (B)(4) was switched for a backup system controller and is being sent back for expedited analysis due to pump exchange on march 1, 2014 and having what seems to be short to shield issues.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.